Event description:
Physician performed a vertebraplasty on thoracic eight and thoracic nine. The physician used the jupiter low pressure delivery system to gain access and deliver the cement to the proper vertebral body. Upon completion of the case it was noted on the c-arm image that the tip to one of the cannulas was missing. These tips are not supposed to be able to come off. However, the tip broke off in the patient. The patient's incision was already closed and the surgeon had left the room. The patient was still intubated and on the surgery bed. The surgeon was notified immediately and returned to the surgery room. Physician reopened the incision to remove the tip. There was minor harm to the patient.